Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit. The customer¿s blood glucose was 290 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and buttons were unresponsive. Customer stated that the insulin pump was exposed to rain that could have led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm after the battery has been removed and reinserted. No battery out limit alarm troubleshooting was performed due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.